Event description:
During an unspecified procedure, the shaft of the maverick2 monorail catheter broke. The maverick2 monorail catheter was being advanced through the peripheral vessel, using a contralateral approach. It is noted that this is an off label use. The physician removed the proximal segment of the catheter and the distal segment was removed with a snare from the femoral artery. The procedure was completed with another device. No pt injuries or complications were reported. Pt status is listed as "okay".